Manufacturer narrative:
Cps is currently testing a beta patch that will resolve this issue. Once all testing is completed, a patch will be released to all affected sites to correct this problem and prevent it from recurring.

Event description:
Intermittently, the vertical bed height displayed in the pet sinogram headers is incorrect. As a result of this, the attenuation corrected pet data will contain artifacts. This is the result of the pet data being attenuation corrected with a CT data set that has a different vertical bed height than the pet data set. Additionally, because the pet and CT data sets have different vertical bed heights, the data will not register properly in the display software. This problem could potentially cause the end user to misread the image. No injuries have been reported to cps.